Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported via both the customer and (B)(6), the (B)(6) authority, that when the packaging was opened the first time during the surgery, it was noticed some organic substance on the device. It was also reported that inside the packaging, a "locking part" was present and it didn't allow the nail to be implanted.